Event description:
Add'l info provided by the facility indicated no pt harm. However, the port is very expensive to replace.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. One used huber needle attached to a 5cc b-d syringe was returned for eval. A foreign particle which was tested by the facility to be silicone, was extending out from the bevel of the needle. Microscopic evaluation revealed a large hook on the end of the needle. The hooked tip of the cannual can most likely be attributable to the user inserting the needle too far into the bottom of the port, forcing it to curl and bend back. All dimensions on the needle that could be accurately measured due to the hook on the tip were measured and found to be within specified tolerances. Although no inventory remained of the reported lots, the house retains for the lots were subjected visual and dimensional eval. The needles were free of burrs, hooks, or damage on the cannula tip. All specified dimensions of the needles were measured and found to be within the specified tolerances. The house retain huber needles were inserted into a standard implantable port for the lap band system. This port was supplied by the MFR, allergan. Injection into the port and aspiration from the port were noted to be obtained using a b-d 5cc syringe. The reported incident could not be duplicated. No specific conclusions can be drawn. The sample and all available information has been provided to the actual MFR, american medical instruments, inc. If any pertinent information becomes available a follow up report will be filed.